Event description:
The customer obtained multiple, lower than expected vitros amon quality control results (qc pv f2093= 129, 120, 130 vs. Expected result= 173.5 umol/l) on a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple lower than expected vitros amon quality control results were obtained on a vitros 250 chemistry system. The investigation could not determine a definitive cause. However, a reagent related issue, an analyzer related issue and quality control fluid handling cannot be ruled out as potential contributing factors. The root cause of this event is unknown.